Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In transit.

Event description:
The sales rep reported that during an acl procedure the tip of the customer's milagro advance modular driver broke inside the head of the screw when the surgeon was completed screwing in the screw while inside the patient's knee. The sales rep stated that the surgeon left the broken piece in the screw in the patient. The sales rep stated that the surgeon was fine with the end results. The sales rep reported that the surgeon was able to complete the procedure with the device with no patient consequences or delays. The sales rep was not present for the case therefore could not provide any further information. The other part of the device will be returning for evaluation.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes (B)(4) however it is not known if it will be received within the 30 day reporting requirement, therefore depuy synthes (B)(4) would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Event description:
The sales rep reported that during an acl procedure the tip of the customer's milagro advance modular driver broke inside the head of the screw when the surgeon was completed screwing in the screw while inside the patient's knee. The sales rep stated that the surgeon left the broken piece in the screw in the patient. The sales rep stated that the surgeon was fine with the end results. The sales rep reported that the surgeon was able to complete the procedure with the device with no patient consequences or delays. The sales rep was not present for the case therefore could not provide any further information. The other part of the device will be returning for evaluation.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observations revealed the device is worn and the distal portion of the hex driver is twisted and broken. This complaint can be confirmed. This failure is consistent with excess torque being applied and over time leads to this failure. Other than this possibility, we cannot discern a root cause for this failure. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. This device is two years old. Based on the complaint history, no further corrective action is warranted at this time. However, this file will remain receptive to any potential forthcoming information that is pertinent to this issue. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that during an acl procedure the tip of the customer's milagro advance modular driver broke inside the head of the screw when the surgeon was completed screwing in the screw while inside the patient's knee. The sales rep stated that the surgeon left the broken piece in the screw in the patient. The sales rep stated that the surgeon was fine with the end results. The sales rep reported that the surgeon was able to complete the procedure with the device with no patient consequences or delays. The sales rep was not present for the case therefore could not provide any further information. The other part of the device will be returning for evaluation.